Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received inappropriate atp for vt in the sinus tach zone. The patient had svt, which was diagnosed as vt by the av interval delta discriminator. Programming changes were recommended, but not made yet.